Event description:
Clarification of event: the recommended programming changes were made at the time of the event.

Event description:
It was reported that the asymptomatic patient presented to the ER. Post paced t-wave oversensing was observed on the device via stored egm. The patient did not receive therapy. Programming changes were recommended. The patient later expired due to a neurological event unrelated to the device.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.